Event description:
Report on adverse experience with oral sleep apnea appliance tap. After a year and half of use, my general dentist found that my lower front teeth had excess movement. The design of the device puts pressure on these teeth. A gum graft was recommended and done in (B)(6) 2013 ((B)(6)). My tooth movement was not corrected, although the graft was successful. After 2 years of use my bite has changed and my lower jaw is in a more forward position. The (B)(6) appliance has a broken bar in the lower part of the device. If the forces on this device can break a metal bar what is the device doing to my teeth? A replacement device is needed, and a different appliance is recommended which does not advance the jaw by fastening the front but advance the jaw on the sides of the device. At the time the device was prescribed, I do not feel there was adequate research on long term effects, or research on contraindications for the device for a customer to make an informed decision.